Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es patient results (patient 1 result = 0.211 ng/ml; patient 2 result = 0.151 ng/ml; patient 3 result = 0.129 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es results were not reported to the clinician. The customer repeated the affected patient samples (repeat patient 1 < 0.012 ng/ml; repeat patient 2 < 0.012 ng/ml; repeat patient 3 < 0.012 ng/ml), and the repeat results were considered to be correct. There was no report of harm to the patient as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es patient results were obtained. The investigation could not determine a definitive root cause. However, a reagent related issue and/or improper sample processing cannot be ruled out as possible contributing factors. There was no evidence that the vitros eciq analyzer had malfunctioned.